Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the co2 readings on the device were inaccurate, the monitor displayed a reading of 0 when a patient was breathing. There was no adverse patient impact reported by the customer.